Manufacturer narrative:
It was reported that the custom insole caused a wound due to the positioning of the metatarsal pad. The custom insole was returned and evaluatedm defect confirmed. Item is misassembled and does not match patients foot. The root cause has been traced back to a manufacturing of the custom insole.

Event description:
It was reported that the custom insole caused a wound due to the positioning of the metatarsal pad.